Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-90mg/dl fasting. Verified the strips expire 04/25/2017. Customer confirms the strips are stored properly and were first opened 06/17/2015. Customer performed back to back blood test, 275mg/dl and 273mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-90mg/dl fasting. Verified the strips expire 04/25/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 275mg/dl and 273mg/dl fasting. Reviewed meter memory: 171mg/dl (B)(6) 2014 01:47:00 pm fasting: yes; 181mg/dl (B)(6) 2014 12:30:00 pm fasting: yes; 297mg/dl (B)(6) 2014 12:49:00 pm fasting: yes; 155mg/dl (B)(6) 2014 01:32:00 pm fasting: yes; 140mg/dl (B)(6) 2014 02:00:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.